Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2013 patient experienced rash around insertion site when she first started using device. Patient sought medical advice and doctor gave her some allergy medicine and steroid cream to put over rash area. Rash did not leave a permanent mark. No further medical intervention was required.